Event description:
Information received indicates the head up function is only working intermittently from the right siderail and is not working at all from the left siderail.

Manufacturer narrative:
The technician replaced both caregiver pcb's to repair the bed.